Event description:
The target lesion had moderate tortuosity and was heavily calcified. After pre-dilatation with a voyager balloon catheter at 12 atm for 30 seconds, an attempt was made to deliver the vision stent; however, it did not cross the lesion completely. The vision stent was implanted at this location, halfway across the lesion at 14 atm for 30 seconds. No additional info was available.

Event description:
Additional information was received reporting that the stent was deployed in the proximal part of the vessel at a second target lesion site. Therefore, the stent was not deployed in healthy tissue in an unintended site and would not have been reportable. Additionally, it was reported that this was a duplication of an event that was previously reported to the FDA under MFR report # 2024168-2005-00074.